Event description:
It was reported through a single case study journal article that a patient underwent primary bilateral total knee arthroplasty. Approximately 8 months postop, the patient presented with pain and swelling in the right medial knee. Imaging showed disengagement of the locking pin from the poly insert. The bearing and locking bar were replaced with the well-fixed tibial and femoral components left in place. The patient has experienced no further complications upon follow up. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Reporter source: foreign country : india. Reporter source : literature : jindal, bansal, agmed, et al. Disengagement of tibial insert locking pin in total knee arthroplasty - a rare failure case report, 20 august 2022, doi: 10.1016/j.jcot.2022.101996. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient presented with right medial knee pain 8 months postop with no history of trauma, x-rays showed disengagement of locking pin of insert from tibia component, upon revision, locking pin was found to be disengaged and lying free on medial side, pin and poly insert were exchanged without complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.